Event description:
It was reported that the impactor pad broke as it had snapped at the junction where it threads into the handle. The surgical technique was utilized. There was no patient impact. There was no surgical delay. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign country: australia customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.